Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized after experiencing a blood glucose reading of 50 mg/dl. The customer's blood glucose reading was 224 mg/dl when she was admitted. Prior to the event, the customer had bolused and given manual injections to treat high blood glucose levels. The customer stated that she also had a respiratory and leg infection. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. Unable to conduct the displacement test at the time of the call. The customer did mention that she exposed the insulin pump to an xray. Reviewed the alarm history, and found a button error alarm. The customer stated that she did not press the buttons for more than three minutes. Advised that the insulin pump would be replaced.